Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent an endovascular repair of rupture of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (B)(4)). On (B)(6) 2009, the patient developed hyposthenia of lower body and mild degree of a bladder problem. The physician diagnosed it as an incomplete paralysis. There was no additional treatment. On (B)(6) 2012, the patient came to hospital for a follow-up CT. The patient was symptomatic. The physician stated that the patient might have already presented with incomplete paralysis before she underwent the procedure; however, it was not identified. (This was reported on MFR. Report # 2017233-2012-00358) on (B)(6) 2013, four year follow-up examination identified that the paraparesis was resolved; however the aneurysm enlarged from 43 mm to 54 mm. It was unknown what caused the aneurysm enlargement, or if any endoleak was present. The physician elected to monitor the patient. No further information is available.